Manufacturer narrative:
The insulin pump had no audible tones due to a broken transducer wire.

Event description:
The customer reported no audio tones on the insulin pump. Troubleshooting was performed and the insulin pump did not beep during the tone test.